Event description:
Event occurred during surgery. Customer informed that this did not cause any harm to the patient. For operator the only harm was that they had to take another mesher, which took only few minutes. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The following fields were updated/ corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. -zimmer s.g. Mesher serial number (B)(6) has been previously repaired/evaluated one time as documented in the repair reports in livelink. The last repair was 07 november 2019 by flextrnoics where it was reported that the cutter gets stuck to the comb. This is a related issue. -product review of the zimmer s.g. Mesher serial number (B)(6) by flextrnoics on 15 january 2020 revealed that the unit was fully functional. -repair of the device was not performed because the device was fully functional during the investigation, and the cutters passed inspection. -review of the device history record(s) identified no deviations or anomalies during manufacturing. -device is used for treatment. -a definitive root cause cannot be determined due to the device having no problem during the investigation. -no corrective actions, preventive actions, or field actions resulted after investigation of this event. -the event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during surgery the cutter gets stuck to the comb, pins get stuck - impossible to open them, and the dermacarrier does not slide in. No adverse events were reported as a result of this malfunction.